Event description:
Healthcare professional reported right side "capsular contracture baker grade IV and an exchange from textured to smooth devices due to the patient's concern with the product." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe. As per the investigation procedure, broken plug strap and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, g2, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade IV and a exchange from textured to smooth devices due to the patient's concern with the product". The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade IV and a exchange from textured to smooth devices due to the patient's concern with the product" this is for the right side device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth device due to patient's concern and capsular contracture, baker grade IV. Device has been explanted.